Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was replaced in march. The patient was not sure if there was anything wrong with the pump. It was noted that the pump may have been drawing too much fentanyl out of the pump and was doing that 6 to 8 months ago / before the pump replacement in 2018. The date (B)(6) 2018 is an approximate date of event (year known only). The past event was noted as having been resolved and it was noted that their new pump was working great for the patient. No patient symptom was reported. Compatibility guidelines for both the patient¿s pump and implantable neurostimulation device were requested regarding CT scan. The CT scan was not related to their pump. No further patient complications have been reported as a result of this event.